Manufacturer narrative:
Approximate age of device: 1 year, 1 month. The pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient expired on 01/19/2015 due to multiorgan system failure. The vad coordinator stated that they did not believe that the patient¿s death was pump related. The patient had been admitted on (B)(6) 2015 with increasing weakness and acute kidney injury. Additionally, the patient¿s stool was positive for occult blood. The patient was treated with IV fluids and was transfused for anemia. An echocardiogram showed moderate to severely decreased left ventricle function with a moderately dilated left atrium, mild to moderate aortic regurgitation and an ejection fraction of 30-35%. The right ventricle was severely dilated with moderately reduced systolic function, moderate to severe tricuspid regurgitation, and severe pulmonary hypertension was noted. A bleeding scan was abnormal ¿ no specific information was provided. Urine cultures were positive for e-coli and antibiotics were administered. On 01/07/2015, the patient had an episode of lethargy with slurred speech and weakness. A computed tomography scan of head was normal. The patient improved mentally and was ambulatory later in the day. The patient was thrombocytopenic; laboratory values were monitored and the patient was transfused multiple times throughout her hospital stay as needed. On 01/12/2015 the patient had a large bloody stool and a large black stool the following day. Gi capsule study and colonoscopy were was abnormal; four clips were placed in the cecum. Due to volume overload and swelling, the patient was given lasix. The patient continued with ongoing fatigue and became increasingly weak. Per the patient and family wishes, she was placed on pain and comfort care. The patient continued with ongoing bleeding and anemia for which she refused further work up. The internal cardiac defibrillator was turned off and lvad support was discontinued. The patient subsequently expired on (B)(6) 2015. The pump was not explanted. The discharge diagnoses included: cardiomyopathy status post lvad, anemia, acute gi bleeding, acute kidney injury.